Manufacturer narrative:
Additional information was received that following the initial valve implant there was no aortic insufficiency. The pressure following the implant was 127/0 left ventricle and 115/49 aortic. No additional adverse patient effects were reported. Updated data: d4 expiration date, serial #, and unique identifier. Corrected data: d6 implant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Review of the returned video clip unfortunately didn't show the cause for the reported regurgitation. The first video clip shows an angiogram from august of 2015 with an evolut valve fully deployed inside a failed surgical valve. The depth of the valve looks good and there is no leak in this angiogram video clip. The second video clip angiogram is from june 2019, showing an evolutr valve fully deployed inside a failed surgical valve with a central leak. Unfortunately, because there is severe parallax in both the surgical valve and the evolutr, the depth of the evolutr is unable to be determined and the cause of the central regurgitation is unknown. Based on the limited information provided, the event description does not indicate a potential manufacturing issue. Post-implant occurrence of aortic regurgitation after an extended time period can be potentially caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and based on the limited information provided in the short video clips, the root cause could not be determined from the information provided. In this case, the issue of central regurgitation was successfully resolved through implant of a second valve. The reported high pressures / gradients unfortunately did not report the mean gradient. In this case, it was reported that this transcatheter valve was implanted inside an existing surgical bioprosthesis valve. It is known that implant of a transcatheter valve inside another device causes a decrease in effective orifice area (eoa) due to the size and thickness of the bioprosthetic valve frame, and presence of slight transvalvular gradients is anticipated in that situation, which most likely contributed to this report. A stenosed surgical valve can also diminish the maximum eoa of the implanted evolut r and contribute to an elevated gradient. Other contributing factors could be valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). Based on the limited available information provided, and as the video clips are unable to determine, a specific assignable cause for the high gradient / pressures cannot be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and ten months following the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, severe central aortic insufficiency was reported. Subsequently, a second transcatheter bioprosthetic valve was implanted valve in valve. No additional adverse patient effects were reported.